Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer had 10 missing spots and the cubies kept ejecting. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary 2.2 was intermittently ejecting cubies. A field service engineer reseated the row board cables on the back of each drawer and tested the system using the hardware test application to resolve. All cubies were ejected, and any debris was cleared from the drawer. The system functioned as intended after the field service engineer completed the repair.